Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI : (B)(4). Complaint sample was evaluated and the reported event was not confirmed. Reported devices were returned and evaluated. Upon visual inspection the inserter shows impact marks on both the shaft and on the strike plate. The threads on the inserter do not show any damage. There was no visible damage to the threads or the inside diameter of the shell provided. The device were assembled by hand and were able to be separated afterword. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03196. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty , the straight inserter was cold welded to the cup. The cup was eventually removed from the inserter and a secondary cup with offset handle was used to complete the case. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.